Event description:
A patient reportedly sustained buzzing and temporary hearing loss after being scanned on a ge mr scanner. The patient was wearing ear plugs while being scanned. It is unk at this time as to whether or not the patient received any medical treatment.

Manufacturer narrative:
Investigation is ongoing.